Event description:
Healthcare professional reported right side "capsular contracture baker iii", "started getting firm", "misplaced/ malposition". The device has been explanted.

Manufacturer narrative:
Continued (email address): (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device photo analysis: visual analysis of the photographs two devices observed, one device appears to be intact and the other device appears to be intact and deformed. Not labeled the side explanted. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture grade 3.